Manufacturer narrative:
Sc-1110 sn(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It wa reported that the patient experienced increased pain due to the ipg being nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred over a month ago from the date the manufacturer became aware of the event.

Event description:
It wa reported that the patient experienced increased pain due to the ipg being nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.